Event description:
Info received with returned product that device was removed due to infection. Follow-up letter has been sent to health care provider for further info on this event.

Manufacturer narrative:
04/07/1998: h6-primary finding of device analysis revealed normal device function. The product was out of spec in that the pump cap had cuts in it, most likely caused by explant of the device. Analysis of the catheter revealed no anomalies, normal device function.